Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the loop was detached. Functional analysis could not be performed due to the condition of the returned device. The reported complaint that the loop was detached was confirmed. The review and analysis of all available information failed to indicate the root cause of this complaint. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the transverse colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2017. According to the complainant, during the procedure while closing the snare around the polyp the loop wire became detached and remained around the polyp. Biopsy forceps were used to go back in and retrieve the loop along with an additional small piece of metal that had detached from the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the loop was detached. Functional analysis could not be performed due to the condition of the returned device. The reported complaint that the loop was detached was confirmed. The most probable root cause of this complaint is manufacturing. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the transverse colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2017. According to the complainant, during the procedure while closing the snare around the polyp the loop wire became detached and remained around the polyp. Biopsy forceps were used to go back in and retrieve the loop along with an additional small piece of metal that had detached from the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the transverse colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2017. According to the complainant, during the procedure while closing the snare around the polyp the loop wire became detached and remained around the polyp. Biopsy forceps were used to go back in and retrieve the loop along with an additional small piece of metal that had detached from the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.